Event description:
During a colonoscopy, the physician used a cook endoscopy acusnare polypectomy needle tip snare. The user was unable to fully cut through a 5mm polyp. The snare was unable to be removed from the polyp. After many movements of the handle, the snare was able to be removed from the polyp. The snare was removed from the endoscope and another snare was used to complete the procedure. A foreign object did not have to be retrieved from the patient. No additional medical procedures were required, due to this occurrence. The patient did not experience any adverse effects, due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of report is remote. Conclusion: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. Prior to distribution, all acusnare polypectomy needle tip snares are subjected to a visual and functional inspection to ensure device integrity. The functional inspection includes verification of smooth handle operation. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action is warranted at this time because this report was unable to be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. This observation represents an isolated occurrence. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.